Event description:
It was reported that the instrument was found fractured in tray at office.

Manufacturer narrative:
Concomitant medical products-tasp catalog#: 42517000303 lot#: 62187314. Complaint sample was evaluated and the reported event was confirmed. Visual examination found that the device exhibited heavy wear that relates to extended use. Further examination found that tasp (42527000505) has fractured completely at the central narrowing along the medial edge of the central post. DHR was reviewed and no discrepancies were found. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. Multiple MDR reports were filed for this event: 0001822565-2017-00804. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.